Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient presented with severe aortic insufficiency. It was noted "flail aortic leaflet". The patient underwent a valve in valve procedure to treat the failing valve. They placed a 26mm sapien 3 ultra resilia in the sapien 3 valve, with no aortic insufficiency, gradient 5mmhg, and the patient left the room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation/leaflet motion restricted-in patient were unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it is possible that under- expanded valve can make the leaflets coaptation inadequate potentially resulting in regurgitation. As reported, 'it was noted "flail aortic leaflet'. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet including malposition of the valve, impingement of a leaflet due to the calcification, improper expansion, post-dilation of the implanted valve. All these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Due to limited information, a definitive root cause cannot be determined at this time. As reported, 'approximately 4 years and transfemoral tavr procedure with a 26mm sapien 3 valve in the aortic position, the patient presented with severe aortic insufficiency. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information, a definitive root cause cannot be determined at this time. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have contributed to the issue of unable to track system through anatomy and delivery system leakage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.